Event description:
It was reported that the mesher's is hard to use, the handle is sticking on the mesher, including the ratchet handle. There was no reported harm or injury to the patient. It was noted to occur outside of surgery. Due diligence complete. No adverse event was reported. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the test cut, but was out of calibration and the ratchet was stuck with the bottom roll. The ratchet gear, bottom roll, and washers were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.